Event description:
It was reported the patient's ipg turned on during an MRI. The patient had the device turned off for the last three months and had lost their programmer. The patient had an MRI scan and the device turned on. The patient is uncomfortable with the device on. The patient had contacted a physician. Additional information has been requested, but was not available on the date of this report.